Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
20 information was received by a manufacture representative (rep) regarding patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that the rep was getting low values when running impedances. The rep stated that they were going to do a replacement for the patient's ins which was at end of service (eos). When the rep ran impedances prior to the case the caller found the programmed reported an impedance value of "low" for pairs 01 03 and 13. No patient symptoms were reported. Considerations for the surgery were reviewed and the rep was to follow up with the surgeon on the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The surgeon said there was no interventions/actions were taken to resolve low impedances at this time. Patient programming was the focus. Patient has been in that same program for at least a few years. Patient has not seen the doctor for programming in a long time. The low impedance has not been resolved.